Manufacturer narrative:
H3 device evaluation - tap returned w/o fractured tip. The fracture occurred approximately 1/2 inch from the tip. In addition to the fracture, the tap has a bend in the region of the laser marked scale. Given the location of the fracture, it is unlikely the failure can be attributed solely to torsional loads. Either a bending load applied at time of failure or one prior to the occurrence attributed to fracture. Review of device history records found three (3) pieces of lot 22129al-01 released for distribution on january 20, 2020 with no deviation or anomalies. Review of complaint history from the date of manufacture (1.20.2020-9.21.2020) found this to be the only report for this part number. As this is the only adverse event associated with this part number, no corrective action is recommended at this time.

Event description:
It was reported that during a procedure performed on an unknown date, utilizing the reform pedicle screw system, the tip of the tap, reform, standard end, bullet 4.5mm tap (c2755-45) broke off in the patient's bone. The piece(s) were easily removed using a ronguer that was readily available. The procedure was completed successfully with no delay or harm to the patient.

Manufacturer narrative:
Patient information - unknonwn. Date of event - unknown. Occupation - other; distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that during a procedure performed on an unknown date, utilizing the reform pedicle screw system, the tip of the tap, reform, standard end, bullet 4.5mm tap (c2755-45) broke off in the patient's bone. The piece(s) were easily removed using a ronguer that was readily available. The procedure was completed successfully with no delay or harm to the patient.